Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing observed on the right atrial (ra) lead. Reprogramming was performed for sensitivity, and the lead remains in use. The patient is a participant in the post approval network (pan) product surveillance registry (psr). No patient complications have been reported as a result of this event.